Manufacturer narrative:
(B)(6). One medfusion pump was received with both cases in excellent conditions, but with noticeable contamination. The event history log was reviewed and there were "flash memory post", "invalid syringe" and "invalid interrupt" messages. All the errors were related to the main board. No tests were able to be conducted because the power was intermittent and there was no display. The issue was caused by the main board not operating as intended and the power was intermittent. The main board and interconnect printed circuit board (pcb) were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump was not recognizing the clamp, there was a flash memory alarm and a bad printed circuit board (pcb). There was no reported adverse event.